Event description:
It was reported that the customer went to the emergency room and was hospitalized in the intensive care unit with an elevated blood glucose level, value was not provided, and ketones that were identified as dangerous by a healthcare provider. Cause was unknown. The customer attempted to address bg with a manual injection, however was treat with intravenous fluids of saline and insulin. Customer was released on (B)(6) 2025 with issue resolved and no permanent damage. System check with tandem technical support confirmed the pump was functioning as intended, however the cartridge and infusion set had been in use for more than 48 hours with humalog insulin. Tandem technical support educated the customer on insulin labeling.